Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no isi products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: immediately after an ion endoluminal lung biopsy procedure, a small amount of blood was observed in the patient¿s endotracheal tube prior to routine extubation. Since bleeding was observed, and the patient had poor reserve due to underlying oxygen dependency, she required prolonged intubation and admission to the intensive care unit (ICU) for closer monitoring. The cause of the customer reported complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that immediately after an ion endoluminal lung biopsy procedure, a small amount of blood was observed in the patient¿s endotracheal tube prior to routine extubation. The physician reinserted the endoscope to further evaluate the lungs. It was confirmed that there was no blood in the right upper lobe (rul); the section of the lung where the procedure took place. However, there was blood observed in the left lower lobe (lll). The estimated blood loss (ebl) was 7 ml. Mild suctioning was provided to clear the blood, and the bleeding resolved spontaneously. The physician believes that the event was caused by bleeding from the contralateral airway, and not caused by the ion system, instruments, or accessories. The physician indicated that the bleed would have likely occurred if another lung biopsy modality had been used and the complication was a "rare post-bronch bleed." Since bleeding was observed, and the patient had poor reserve due to underlying oxygen dependency, she required prolonged intubation and admission to the intensive care unit (ICU) for closer monitoring. The patient was extubated in the ICU a few hours later and returned to baseline. A repeat bronchoscopy was not necessary. The physician stated that due to ¿personal issues and transportation,¿ the patient was discharged home the next day. The physician confirmed that there was no malfunction of an ion product.